Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device: unknown ria, date of therapy is (B)(6) 2022. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, 3 prongs of the reamer head broke off and remained in the marrow space. One of the fragments could be removed, but two were left in the patient. Patient status was good. This report is for a 16.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device: unknown ria, date of therapy is (B)(6) 2022. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, 3 prongs of the reamer head broke off and remained in the marrow space. One of the fragments could be removed, but two were left in the patient. Patient status was good. This report is for a 16.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part 03.404.028s, lot 80p5167: supplier ¿ (B)(4)/ inspected and packaged by: monument. Release to warehouse date: january 05, 2021. Expiration date: december 01, 2030. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H6: a product investigation was completed: visual analysis of the returned sample revealed that the reamer head had broken locking tangs. No other issues were identified. The embedded device condition reported cannot be confirmed as no postoperative radiographic images were provided. The dimensional inspection was not performed due to the post manufacturing damage. Relevant actions have been taken to address the issue. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Relevant actions have been taken to address the issue. There was no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed with the same device. The patient condition after the procedure was reported as good.